Event description:
The affiliate stated the customer reported reproducibly elevated troponin I (access accutni) results, for one patient, involving the access accutni reagent used in conjunction with the access 2 immunoassay system. The initial result was released out of the laboratory and questioned by the physician as the value did not correlate with the patient's clinical condition. As a result, the patient was admitted to the hospital. The customer indicated no additional treatment was given to the patient as a result of the hospitalization. There has been no report of current patient outcome. The customer re-centrifuged and aliquoted the sample in to a new vessel and reanalyzed the sample on the same instrument. The sample was also sent to a reference laboratory where an alternate methodology was used for analysis, which produced a normal result. The laboratory has a troponin I cutoff value of 0.5 ng/ml. The patient's sample was collected in a 7 ml becton dickinson lithium heparin plasma separator tube and centrifuged at 3,000 rpm (rotations per minute) for ten minutes, at room temperature. The sample was analyzed from the primary tube. The second result was re-centrifuged at the same speed and aliquoted in to a 0.5 ml cup. The customer indicated no sample integrity issues were noted. All system parameters (including quality control, calibrations, and system checks) were performing within specifications. No system issues were noted at the time of the event. The customer supplied beckman coulter with the patient's sample for further analysis.

Manufacturer narrative:
The customer-supplied patient sample was tested and found elevated, above the acute myocardial infarction (ami) cutoff, on the access 2 analyzer. The customer's results were therefore confirmed on the neat sample. The patient sample was treated with two (2) different blocking agents related to alkaline phosphatase and a decrease in signal strength was observed. Testing at beckman coulter laboratory confirmed the presence of a patient source interferent as the troponin I signal was decreased utilizing the blocking agent related to alkaline phosphatase. Service was not dispatched as the customer did not question system performance. In conclusion, the cause of the elevated troponin I results was determined to be a patient source interferent related to alkaline phosphatase.